Manufacturer narrative:
This incident occurred during an inguinal hernia repair. The facility reported that they were unfolding the gauze sponges during use and visualized threads in the surgical site. The threads were removed with suction and the site was irrigated. No serious injury resulted. No further intervention was required. The actual sample was not returned for evaluation.

Event description:
Threads from the gauze sponge were found in the surgical site and the area was subsequently irrigated by the clinician.